Manufacturer narrative:
The information provided in this report is supplemental to information that was previously reported under MFR 2017865-2014-03556. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the lead had sustained insulation damage prior to being capped.